Event description:
Customer reportedly received results of 509 mg/dl on the advantage system and 230mg/dl on professional method within 10 minutes. No high blood symptoms reported. No action was taken based on device results. The discrepant results were obtained at the physician's office. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.